Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2017. Model number/catalog number: sc-2316-70. Serial number: (B)(4). Batch/lot number: 16280152. Model/catalog description: infinion 16 lead kit 70 cm. Model number/catalog number: sc-1132. Serial number: (B)(4). Batch/lot number: 16309191. Model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn.

Event description:
It was reported that the patient was experiencing overstimulation and was having high impedances. The patient underwent an explant procedure. The patient was doing well postoperatively.